Event description:
It was reported that the customer was hospitalized and admitted to the intensive care unit (ICU) with a blood glucose level of 535 mg/dl. Cause was unknown. The customer resolved the issue with intravenous fluids of saline and insulin and was released from the hospital two days later. No permanent damage was identified by healthcare professionals. System check with tandem technical support confirmed the pump was functioning as intended.